Manufacturer narrative:
The device was returned for evaluation, the evaluation confirmed the reported event of a broken camera due to a faulty cable unit. The evaluation also found rear cover label was fading. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, 4k camera head to olympus due to broken camera. Upon inspection and testing of the returned device, it was observed that the camera was broken due to a faulty cable, resulting in no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The investigation summarized that the event occurred due to forcibly pulling, bending, twisting, and squeezing the camera cable. This may have prevented the subject device from transmitting the videos. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately."